Manufacturer narrative:
MFR ref no: (B)(4). The device was received and evaluated by baxter. The eval confirmed a keypad response delay of approximately 3 seconds. The delay was caused by a failed processor printed circuit board (pcb). The failed processor pcb was replaced.

Event description:
It was reported that when a key on the pump keypad is selected, there is no entry for approximately 5 seconds. It was also reported that there was no pt involvement.